Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not turn on after a battery change and on another occasion it just would not load the insulin. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that the insulin pump freeze up a few times but within minutes and one it took an hour to go back to normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to lcd board . Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify prime or fill anomaly, frozen screen and failed battery test due to blank display. (B)(4).